Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that when the patient¿s device was replaced for normal eos (end of service), the lead was repositioned due to dislocation. If additional information is received, a supplemental report will be submitted.